Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Device migration is a known inherent risk of endovascular procedure and is documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure related event. The event could not be confirmed, as cause of the event could not be definitively determined. Per the instructions for use (IFU): select an appropriately sized ped such that it is fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration. Anchor ped at least 2-3 mm into the proximal and distal segments of the parent artery, preferably in a straight portion of the parent artery. Use fluoroscopy to carefully monitor the tip of the core wire during ped deployment. Ped foreshortens substantially 50-60%) during deployment. Take device foreshortening into account when deploying ped. Linked with mdrs: 2029214-2019-00195, 2029214-2019-00196, 2029214-2019-00197. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿endovascular management of spontaneous delayed migration of the flow-diverter stent.¿ yuan-hsiung tsai, ho-fai wong, shih-wei hsu, da et.al. Patient 3. A (B)(6) woman suffered from left abducent nerve palsy for several years. MRI and dsa showed a giant fusiform ica aneurysm at the cavernous segment. The aneurysm measured 3.0 × 2.1 cm. The diameter of the inflow vessel was 4.0 mm, and the diameter of the outflow vessel was 3.7 mm. Fd was thought to be the most durable treatment of the aneurysm. The patient received a dual anti-platelet regimen for 5 days prior to treatment. With the use of a tri-axial system, a 4 × 25 mm ped was deployed across the aneurysm. Immediately after stent deployment, dsa and cone-beam CT showed adequate stent coverage of the aneurysm with contrast stasis in the aneurysm sac. The middle part of the stent did not expand well and was likely stretched due to compression by the aneurysm, without significant disruption of the flow to the distal ica and middle cerebral artery (mca). Coiling with the jail technique was performed following deployment of the ped. The patient was neurologically intact after the procedure. However, follow-up dsa at 6 months revealed proximal migration or retraction of the ped with direct flow from the unprotected neck to fill the aneurysm sac. Due to the long aneurysmal neck, tortuous patent artery and incomplete stent expansion, poor endothelialization with herniation of the fd into the aneurysm was the reason of migration. We tried to pass through the ped and the aneurysm by navigating a micro-catheter but failed due to a small caliber and very tortuous ica along the wall of the aneurysm. Thus, the decision was made to deconstruct the parent artery. A balloon test occlusion was performed and revealed good crossover of the left anterior cerebral artery and mca from the right ica. The left ica was then successfully occluded with a combination of coils and onyx 18 (ev3, irvine, ca, USA). A control cerebral angiogram showed no filling of the left ica or aneurysm.